Event description:
(B)(4). I developed underactive thyroid, for which I still have to take daily medication. I get migraines, and heavy cramping around my period. My periods are very long. They start heavy for the first 2 days, I stop bleeding for 2-3 days, and then for about a week I bleed old blood. But it looks like/ has the consistency of bloody snot. Sometimes I have spotting after sex. I lose more hair every day then the average person should. My skin and hair are very dry. I had weight gain for years I was finally able to get under control last year.